Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 25.0 mmol/l (aviva system) and 7.0 mmol/l (performa system). On (B)(6) 2019, the patient tested on the aviva system with results of 17.0 mmol/l and 13.0 mmol/l. This was compared with the performa meter results of 7.0 mmol/l and 8.0 mmol/l. It is unknown if all 4 blood glucose results were taken within 10 minutes.